Event description:
The customer was hospitalized for low blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested that customer call her doctor to discuss possible causes of low blood glucose. In addition, a self test was completed and passed.